Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that medics responded to a call for a (B)(6) male patient who had been found by his son at the bottom of a flight of stairs. The patient had occipital trauma and was in sudden cardiac arrest. The device was attached to the patient and CPR protocol was initiated; the patient was in asystole. The device returned a "shock advised" determination while CPR was being performed. The clinician ceased CPR and the device returned a "shock advised" determination for what appeared to be a non-shockable rhythm. The device was turned off/on and upon another analysis, the device returned a "shock advised" determination. Complainant indicated that the resuscitation efforts were stopped and the patient was pronounced deceased.

Manufacturer narrative:
This follow-up is reporting the evaluation of the device, this follow-up is also correcting and updating information submitted on the initial med-watch report. Evaluation: the device was returned to zoll medical corporation. The customer's report that the device was continuously analyzing was confirmed in the review of the clinical data. However extensive testing was unable to duplicate the malfunction. The system board was replaced as precaution. Evaluation of the ECG data found that the presented heart rhythm met the device's requirements for defibrillation and the device appropriately reported a "shock advised" prompt. The customer had stated that CPR was performed at the time of the analysis, which could have contributed to the ECG artifact being detected a low-level signal shockable rhythm. It is our conclusion that the analysis algorithm worked as intended and within the limitations of the ECG analysis program and not because of a device malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that medics responded to a call for a (B)(6) male patient who had been found by his son at the bottom of a flight of stairs. The patient had occipital trauma and was in sudden cardiac arrest. The device was attached to the patient and CPR protocol was initiated; the patient was in asystole. The complainant indicated that the device continued to cycle the analysis process inappropriately. The device returned a "shock advised" determination while CPR was being performed. The clinician ceased CPR and the device returned a "shock advised" determination for what appeared to be a non-shockable rhythm. The device was turned off/on and upon another analysis, the device returned a "shock advised" determination. Complainant indicated that the resuscitation efforts were stopped and the patient was pronounced deceased.